Event description:
It was reported that the patient was experiencing inadequate stimulation and discomfort around the implant. It was also noted that the incision was opened but there was no blood. The patient was examined by a physician assistant and the incision showed normal findings and healing following the implant procedure.